Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the is-1 connector pin into two segments. A proximal and a distal lead fragment were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed signs of abrasion. However the insulation was found intact. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high pacing impedances. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high impedances greater than 2000 ohms. This lead was explanted.